Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It had been reported that the video system center was not triggering with scope and release 1 capture image had not worked. There were no reports of patient harm.